Event description:
A caller reported experiencing cartridge alarm 20 on two separate occasions. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the customer's pump, and in the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy. The new pump will include updated software, and the caller was informed of the necessary steps for returning the old pump and receiving the replacement.